Event description:
It was reported that the right ventricular lead exhibited loss of capture, loss of sensing and an impedance anomaly. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.